Manufacturer narrative:
Sensor 3mh005a21jw has been returned and investigated. The sensor plug was properly seated, and no issues were observed with the returned sensor patch. Extracted data from the returned sensor using approved software. The sensor found to be in state 5 (indicating normal termination). The sensor plug assembly was inspected, no failure modes were observed. The low glucose threshold in the alarm settings was set to 100 mg/dl. The sensor was activated with a retained reader and a linearity test was performed. A low glucose alarm was successfully activated, therefore this complaint is not confirmed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported no glucose alarm alert while using the adc freestyle libre 2 sensor. On (B)(6) 2021, the customer experienced perceived hypoglycemic symptoms described as feeling ¿unwell and weakness¿ and was unable to treat themselves. The emergency services were called and an unspecified blood glucose test was obtained and the customer was transported to the hospital where a lab test of 578 mg/dl was obtained. The customer was diagnosed with treated hypoglycemia and administered 8 units of insulin. There was no report of death or permanent injury associated with this event. Of note: the diagnosis of hypoglycemia is inconsistent with the hcp result of 578 mg/dl and treatment of insulin.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported no glucose alarm alert while using the adc freestyle libre 2 sensor. On (B)(6) 2021, the customer experienced perceived hypoglycemic symptoms described as feeling ¿unwell and weakness¿ and was unable to treat themselves. The emergency services were called and an unspecified blood glucose test was obtained and the customer was transported to the hospital where a lab test of 578 mg/dl was obtained. The customer was diagnosed with treated hypoglycemia and administered 8 units of insulin. There was no report of death or permanent injury associated with this event. Of note: the diagnosis of hypoglycemia is inconsistent with the hcp result of 578 mg/dl and treatment of insulin.